Event description:
A report was received that the patient was experiencing charging difficulties due to the ipg flipping in the pocket site. The physician repositioned the ipg in a new pocket site. The patient was doing well post-operatively.